Event description:
On (B)(6) 2018, customer didn't have the strips in front of him at the time to provide the lot number and expiration date. Customer states he is receiving crazy readings: it seems he's getting backward results. His number goes down after eating and up when just drinking water.